Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. The balloon was inspected and revealed to be unfolded and solidified saline solution was visible within the balloon which indicated it had been subjected to positive pressure. The balloon was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The returned device could not be inflated due to the presence of solidified medium within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified saline solution. On removal from the bath, the returned device was again attached to an encore inflation unit and positive pressure was applied when liquid was observed to be escaping from the tip of the device. Due to this leakage full inflation of the balloon could not be achieved. A visual and microscopic examination of the balloon material identified no damage or tears in the balloon material. No issues were identified with the balloon which could have contributed to the complaint incident. As liquid was observed escaping from the tip of the device, a visual and tactile examination of the tip was performed and revealed no damage or issues with the tip of the device that could have contributed to the complaint incident. The hypotube was noted to have multiple kinks along the length of the hypotube. A visual and microscopic examination on the shaft of the device was performed. The returned device was attached to encore inflation and subjected to positive pressure when a leak was identified in the inner shaft polymer extrusion. The balloon material was removed from the device and identified a puncture hole in the inner shaft 1mm proximal to the proximal edge of the proximal markerband. No damage was observed to the outer shaft. No issues were identified with the inner shaft polymer extrusion. A visual and microscopic examination identified no damage to the markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-jun-2017. It was reported that a balloon failed to inflate. The target lesion was located in the coronary artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During the procedure after the balloon reached the lesion, it was noticed that the balloon failed to inflate. Furthermore, another attempt to inflate the balloon was made but failed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a puncture hole in the inner shaft.